Manufacturer narrative:
The prowler select plus that was used in attempt to deploy the enterprise vrd was not returned for analysis. Additionally only the enterprise stent was returned without the delivery system. It is possible that procedural/clinical factors including vessel characteristics may have contributed; however, based on the available information, no conclusion can be made. Without the return of the device and with review of the available information, no conclusion can be made regarding the relationship of the prowler select plus to the reported event. The device history record review cannot be completed since the lot number is not known. Therefore, no corrective actions will be taken at this time.

Event description:
The enterprise stent (enf453712/10220496) could not be deployed at the target site. Several attempts were made, but were unsuccessful. A prowler select plus 45 degree (details unknown) microcatheter was used. The stent and the microcatheter were removed as a unit. Another same size enterprise stent (enf453712/lot unknown) was used and the procedure was successfully completed. There is no further information regarding the target site or vessel characteristics. An adequate continuous flush was maintained through the catheter. There was no difficulty during introduction of the catheter over the guidewire prior to the attempted use of the stent. Nothing unusual was noted about the stent prior to use. The microcatheter was not reshaped. The catheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the catheter to deploy the device. The deployment of the device was also attempted by pushing it out of the end of the catheter.